Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had underfill or low draw of a tube with blood. This occurred on 10 occasions during use. The following information was provided by the initial reporter: ¿ tubes underfilled during blood collection".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had underfill or low draw of a tube with blood. This occurred on 10 occasions during use. The following information was provided by the initial reporter: ¿ tubes underfilled during blood collection".